Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used in the lower esophagus during a band ligation variceal bleeding procedure performed on (B)(6) 2016. According to the complainant, during preparation, the ligator head was attached at the end of the scope and the handle was rotated to shorten the string. During the procedure, the band failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the device found all seven bands present, moved out of position, and intertwined. It was noted that the teeth were damaged. The suture was noted to be intact and attached to both the ligator head and the trip wire loop. The proximal loop of the trip wire was retracted into the handle post. It was noticed that the trip wire had been cut, most likely to facilitate removal of the system from the scope and was not secured in the handle assembly slot. The slot did not present any evidence of previous securing of the trip wire. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard, and indents were felt; no issue was noted with the handle assembly. Based on the evaluation of the device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment, damaged the ligator teeth and contributed to the complaint event. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on march 25, 2016 that a speedband superview super 7 device was used in the lower esophagus during a band ligation variceal bleeding procedure performed on (B)(6) 2016. According to the complainant, during preparation, the ligator head was attached at the end of the scope and the handle was rotated to shorten the string. During the procedure, the band failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.